Event description:
It was reported that the pump unexpectedly shutdown while charging. There was no adverse impact to customer's blood glucose level. The customer plugged the pump once more to charge resolving the issue. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.